Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the right plunger case was cracked. A review of the event history log (ehl) identified check clutch/ plunger lever error in the history. Functional testing was performed and the check clutch/ plunger lever error was duplicated during occlusion test. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced clutch half's left and right, also leadscrew and spring as a preventative measure. UDI was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a check plunger. No patient injury was reported.